Manufacturer narrative:
The lot numbers for the three malfunctions were provided and a lot history review was performed. The devices for the three malfunctions have not been returned to the manufacturer for evaluation; however medical records have been received for the three malfunctions. The investigation of the medical records confirmed malposition for all three malfunctions. Based upon the available information, a definitive root cause is unknown. The devices are labeled for single use.

Event description:
This report summarizes three malfunctions. A review of the reported information indicated that model md800f vena cava filter allegedly experienced malposition of the device. This information was received from various sources. Of the three malfunctions, three patients were involved with no patient consequences. The weight of the three female patients ranging from 27-84. Years of age was not provided.